Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery on (B)(6) 2019 to explant the device. The patient was reimplanted with a new device during the same surgery. This report is submitted on may 8, 2019.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is filed on july 02, 2019.